Manufacturer narrative:
Device was not returned.

Event description:
(B)(6). Root repair with an acl. Dr did not want any reps in the room. Had to watch through window. Broke a needle after suture passed through. Dr was constantly firing the needle while in the joint (like a scorpion). Was able to pull suture through, but then used a scorpion to pass remaining suture. Talked to his pa after the case and pa realized why it broke. Dr only gave me a couple of seconds after the case. The needle was retrieved.